Event description:
It was reported that during a rotator cuff repair procedure, after twisting the anchor mechanism to deploy, the anchor and drill guide were removed, and the black and white cobraid did not appear to be attached to the anchor, coming out entirely with the drill guide and inserter. The sutures appeared to have broken within the anchor and were not stuck in the cleat when the inserter was removed. This failure was experienced with three (3) q-fix anchors. One anchor body was left in the drilled tunnel, while the two remaining anchors effectively became a single loaded anchor with the intact blue and white cobraid sutures, which were used as part of the rotator cuff repair. The procedure was successfully completed with a surgical delay of less than 30 minutes using a smith and nephew backup device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.